Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rep received an email from a healthcare physician (hcp) regarding patient with a short circuit with the left ins nlb756316h - 0<(>&<)>1=65 ohms, 02=low, 03=58 ohms, 12=59 ohms, 13=low, 23 = 52 ohms. Patient was not getting therapy benefit and currently eri @ 2.45v on battery. Patient was programmed bipolar 0 <(>&<)> 1 but today was reprogrammed to case <(>&<)> 1. Patient was reduced to .7v today as well due to side effects. Hcp wanted to be advised of next steps. Caller also mentioned there was a sensation in the patient right hand/arm and when amplitude was decreased on right side ins the sensation went away. They discussed x-ray and palpating to try to locate area of short circuit before exploratory surgery. Patient will be scheduled as soon as possible but implanting physician is only available one week out of a month. Caller also indicated the patient feels a sensation in her right arm, and when right side ins is off this is no longer felt. We discussed palpating the right ins as well to see if sensation changes (parathesia sensation). The patient reports no falls or trauma and the right side sensation has been since last ins replacement surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the patient had extension and lead replaced today. Impedances are normal. The rep said the lead was not replaced. The issue resolved post replacement.